Event description:
Boston scientific crm received information that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) recorded oversensing and out of range right ventricular (rv) and left ventricular (lv) pacing impedance measurements of greater than 2000 ohms, exhibited by a competitive rv and lv lead. It was suspected that the rv lead dislodged. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
A technical services (ts) consultant discussed possible lead repositioning or set screw issues. Additional information was provided that a revision was performed, during which a loose set screw was discovered and resolved during the procedure. As of today, the available information suggests this device remains inservice without additional complication. If any additional information related to this incident becomes available, this event will be updated. Additional information was received that this device was explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.